Manufacturer narrative:
Block e1: it was reported that the physician's name is (B)(6). Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Additionally, it was also noted that the catheter was kinked at the proximal section. Microscope examination was performed and it was noted under high magnification that there were no visible failures. Dimensional analysis was performed between the hooks of the bushing to further analyze the deployment issue, and both sides were confirmed to be within specification. However, the bushing outer diameter was observed to be out of specification. A dimensional analysis was also performed on the catheter, and the length was within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter to deploy. Reportedly, the clip was removed from the endoscope, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported that the physician's name is dr. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter to deploy. Reportedly, the clip was removed from the endoscope, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.